Manufacturer narrative:
The customer was shipped an o2 sensor for replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic pt gas system (epgs). The customer had to try about five to six times and were able to get the o2 sensor to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.